Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-02417 and medwatch 2210968-2013-02416. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, vaginal scarring and other. It was reported that the patient underwent partial mesh removal on (B)(6) 2012 due to pain and recurrence. It was further reported that the patient underwent mesh removal on (B)(6) 2013 due to extrusion and recurrence. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2013-02417 and medwatch 2210968-2013-02416. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent release of mesh with cystoscopy on (B)(6) 2012 due to urinary retention. No additional information was provided. (B)(4).